Manufacturer narrative:
Qc was within specifications prior to and after the event. System check performed on 10/30/05 and troubleshooting system check performed after the event were within the specifications. The sample was collected in a lithium heparin tube without gel separator and centrifuged at 3,200 rpm for 10 minutes. A field service engineer (fse) spoke to the customer. The fse advised the customer to perform system check and accu tni precision test. After obtaining satisfactory results from both tests, the customer believes the access 2 instrument prforms approriately. The customer believes the erroneous result is isolated to this pt sample. A clear root cause of this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the access 2 instrument. The accu tni result was 3.05ng/ml. The result was not reported out of the lab. The customer indicated that the original pt sample was tested for accu tni on another instrument in their lab; the results were in range of 0.07-0.19ng/ml. The customer performed a troubleshooting system check and ran accu tni precision test on the access 2 instrument using another pts sample; the results were within specifications. The customer then re-tested (twice in duplicate) the pt original sample for accu tni on the access 2 instrument; the results were in the range of 0.06ng/ml to 0.39ng/ml. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.